Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed a very small, 0.5 centimeter nick on the upper right corner of left tracker. No additional damage, or compromise in functionality noted. During performance of navigation accuracy test, a deviation approximately 0.5 millimeter was noted. The left side tracker calibration was performed in accordance with written procedure. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while doing a planned maintenance (pm) on the system, a manufacturer representative noticed a small nick on the left side tracker and reported less than half a millimeter of inaccuracy. The representative performed a tracker calibration to verify the accuracy. There was no patient present when this issue was identified.